Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced an infection and endocarditis. The implantable pulse generator (ipg) was explanted. The patient is deceased.